Manufacturer narrative:
During the investigation a visual inspection and functional test of floor lock system was performed. The table had an old style foot stamp missing pad. The cause of the failure was eliminated through a design change. The actions taken are documented in design change 200619-511mr. The error can be corrected by exchanging feet by new design. The product was delivered before the implementation of the change on (B)(6) 2020, therefore, the issue was resolved by replacing the feet with the feet from the new design. The trusystem 7000 operating table is intended for the following use: patient positioning during surgery, including anesthesia induction and recovery from anesthesia. Task-related patient transfer within the operating theatre. For applications in conjunction with intra-operative imaging (e.g. CT, mrt, x-ray) with specific table components. Although there was no reported injury with this event, if the report of a wobbling movement were to recur, it could potentially cause serious injury or death. Therefore, baxter is reporting this event.

Manufacturer narrative:
No further information is available on the repair of the device at this time. The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Baxter received a report that or table trusystem 7000 u, had wobbling movement. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.